Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-53 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. It was also reported that the patient's right ventricular (rv) lead exhibited low impedance in both unipolar and bipolar modes. The rv lead was capped and not replaced during the device replacement procedure. No patient complications have been reported as a result of this event.